Event description:
It was reported that the display on the insulin pump was blank. The insulin pump alarmed motor error prior to the display going blank. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.